Event description:
Follow up revealed that the patient underwent a right heart catheterization on (B)(6) 2018 to have their sensor recalibrated by 23mmhg. Issue has been resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's clinic wants to confirm the validity of the pressure sensor readings. As a result, a right heart catheterization is pending.